Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the femoral artery utilizing an ipsilateral approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior tibial artery. After a guide wire crossed the lesion, a 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was advanced for dilation. The balloon was initially inflated at 14 atmospheres; however, on the second inflation at 10 atmospheres for 60 seconds, the balloon ruptured. The device was completely removed from the patient and the procedure was completed using a 2-4 non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.